Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. The initial reporter stated that the serial number originally provided was incorrect. This report has been updated with the correct serial number. During the investigation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump was not delivering. They stated that they had "pump plugged in all night, will not pump". Mmdg did follow up with the initial reporter, who stated that the patient did not experience any adverse effect. They did not provide any additional information about the complaint. [Complaint (B)(4)].

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering. They stated that they had "pump plugged in all night, will not pump". Mmdg did follow up with the initial reporter, who stated that the patient did not experience any adverse effect. They did not provide any additional information about the complaint. [Complaint-(B)(4)].